Manufacturer narrative:
The device was returned and analyzed. The device met 92 greater than percent of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant medical products: model: 694765, lead; implanted: (B)(6) 2008.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had triggered elective replacement indicator (eri) earlier than anticipated. The device was extracted and replaced. No patient complications have been reported as a result of this event.